Event description:
The customer called technical support (ts) and reported that the device has a low leak co2 rebreathing risk and high tidal volume alarm message. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Reset the settings to default. Still giving high tidal volume and low leak messages. The customer emailed a picture of the circuit and may be the wrong circuit for the ventilator. Biomed to obtain a v60 circuit from respiratory and retest. The customer tried a different patient circuit for testing, but the unit continues to alarm and cannot be cleared. Biomed verified the circuit has an exhalation port, and that the air inlet filter was dirty. The rse advised the customer that a flow sensor assembly needs to be replaced to correct the issue and that the part is on back order. The customer acknowledged and requested onsite service to complete the repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported they repaired the unit by replacing the flow sensor assembly. The unit failed the system leak test following part replacement. The customer reported that removing and reinstalling the entire gas delivery system (gds) cleared the issue and the system passed the leak test. The failed part was requested, but not returned for failure investigation. If additional information or if the product is received at a later date, this complaint will be re-opened and re-evaluated accordingly. The investigation concludes that no further action is required at this time. The device was reported to be outside of use at the time of the reported problem. Corrected data: the device was not being used on a patient at the time of the reported problem.